Event description:
The user facility reported that a maxi therm lite blanket leaked onto the floor. The blanket was not being used on a pt at the time but rather was sitting on top of a piece of equipment.

Manufacturer narrative:
Device has not been returned to cincinnati sub-zero. No conclusion can be made at this time. Csz will make further attempts to retrieve device for evaluation.